Manufacturer narrative:
Pr: (B)(4) - supplemental MDR - plunger rod broken / damaged one sample and one photo were provided to our quality team for investigation. Upon evaluation, it was observed that the plunger rod was completely broken. The conditions observed are non-conforming per product specification. Furthermore, a device history record review was completed for provided lot number 4354539. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch#: 4354539. It was reported that the bd syringe 10ml ll s/c 200 plunger rod was broken / damaged. The following information was provided by the initial reporter: we had a 10 ml ll syringe break in the middle of a case in cath lab. No injury reported.